Event description:
The initial reporter stated that the pump was alarming an error code 10 and they were unable to clear the alarm. They stated that this resulted in an approximately 32 hour delay of therapy. They also stated that while the patient did have the ability to use gravity feeding as a supplement, that they did not have the supplies and their provider was unable to provide those supplies or a replacement pump for an entire weekend. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. [Complaint-(B)(4)]

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and they were unable to clear the alarm. They stated that this resulted in an approximately 32 hour delay of therapy. They also stated that while the patient did have the ability to use gravity feeding as a supplement, that they did not have the supplies and their provider was unable to provide those supplies or a replacement pump for an entire weekend. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump motor had failed, resulting in the persistent error code 10. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.